Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified upper arm shunt. The wanda balloon 5.0x40mm was advanced to the lesion and inflated once to 3atms and ruptured. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "good." This product is only ous approved but it is similar to an approved u.s device.

Manufacturer narrative:
(B)(4)